Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator touch screen failed. It was reported there was no patient involved at the time of the event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) reported that the touchscreen issue was resolved by power cycling the ventilator - turning it off and on again.